Manufacturer narrative:
The device will be returned to an authorized resmed third party service center for an evaluation and service. The device has not been returned to resmed, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement. There was no patient harm or serious injury reported as a result of this incident.